Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an in-stent restenosis of a previously implanted non-bsc stent located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. A 3.25mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.